Manufacturer narrative:
Additional information was received that the patient will no longer undergo the pocket revision procedure due to other non-device related medical findings.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient will undergo a revision procedure wherein the ipg will be repositioned.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient will undergo a revision procedure wherein the ipg will be repositioned.